Event description:
During covid testing using nasal swab- stick breakage at point #2 and/or#3 in attached photo during swabbing/testing and tip of swab lodged in patient's nasal cavity. This has been previously reported in our health system on at least 9 different occasions. Identifying information provided prior to the latest photo which specifies manufacturer: manufacturer name: manufactured in (B)(4) and obtained via multiple distributers lot and date information: lot 20200530, mfg 20200530, exp 20210529. Covid testing using nasal swabs with breakage occurred in (B)(6) 2020.